Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room due to hypoglycemia. The patient was reportedly wearing a pod and self delivering insulin injections, resulting in an over delivery of insulin. Despite good faith attempts to obtain additional details surrounding medical event (duration of stay, medical treatment, etc.). No other information was provided.